Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Related manufacturer reference number: 1627487-2020-03501. Related manufacturer reference number: 1627487-2020-03502. Related manufacturer reference number: 1627487-2020-03504. It was reported the patient underwent explant of scs system for unknown reason on (B)(6) 2020. Further information revealed the patient was no longer using the system, but further details were unable to be obtained.

Manufacturer narrative:
Further information revealed that the patient needed an MRI and a pacemaker, making explant of the scs system elective. As the explant was elective, it does not meet reportability criteria.